Event description:
It was reported that the catheter was entrapped on the filterwire. A 2.4mm jetstream xc catheter and non-bsc filterwire were selected for use in at atherectomy procedure. During the procedure, the catheter became entrapped on the filterwire. The procedure was completed with a new jetstream device. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the product was returned and analysis was completed. The returned product consisted of a jetstream xc-2.4. The baton of the device had been cut off from the customer site. The device and the catheter shaft were analyzed for damage. The catheter shaft showed no damage. There was a non-compatible filter guidewire stuck in the device. The guidewire was sticking out of the distal end approximately 18.5cm from the tip and sticking out of the proximal end 156cm from the pod. Analysis showed that the distal cutter of the catheter had been run too far distal and interfered with the coils on the guidewire. Functional testing could not be completed due to the baton missing from the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the catheter was entrapped on the filterwire. A 2.4mm jetstream xc catheter and non-bsc filterwire were selected for use in at atherectomy procedure. During the procedure, the catheter became entrapped on the filterwire. The procedure was completed with a new jetstream device. There were no patient complications.